Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device evaluation could not be completed to investigate the reported death. The event history log review revealed there were no keystrokes, programming, or use related events that would cause or contribute to the reported problem. Service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.